Event description:
Overdelivery during annual preventative verification testing. During testing by the user facility biomedical engineering department, the pump reportedly delivered in excess of 21ml, from an expected delivery of 20ml. The exact amount delivered was noted by the customer contact. Delivery accuracy specifications for this device require delivery of 20ml +/- 1 ml (+/-5%). There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.